Event description:
The hospital reported that during a coronary artery bypass procedure, five heartstring iii seals would not load properly. After the last replacement did not work, the procedure was completed by cros clamping the aorta. There were no patient effects. Product was returned. See MFR # 2242352-2010-01185 for report of serious injury due to conversion after last replacement malfunction.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the seal was in the loader, and the delivery device was not received. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal did not load properly" is confirmed. A lot history record review was performed and there was no nonconformance which could have contributed to this failure mode. (B)(4).